Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested but not yet provided.

Event description:
The customer reported that a patient suffered a serious injury and required emergent care because the staff was either not aware of, or did not hear an alarm.

Manufacturer narrative:
No device malfunction occurred. Per communications with the rce, the issue was that audio was not heard at the central station. The fse went on-site and found that staff had put the speaker in a drawer because they found it to be too noisy. The speaker was functional and connected, it just could not be reliably heard from the drawer location. A quote was provided to the customer to add an additional speaker to the system. The speaker was ordered for this device serial number on (B)(6) 2018. This is considered to be a user induced issue.